Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the pt had diminished stimulation. Sjm rep observed invalid impedance values on several contacts. Reprogramming was unable to resolve the issue. X-rays did not indicate any connection issues or visible fractures. The pt is working with the physician for next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.